Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "no way to pause/stop the pump when it is infusing at .5-.9 without it alarming. Patient involvement: yes. Death/serious injury: no. Human harm: no. Delay in therapy: yes. Medical intervention needed: no."